Event description:
Boston scientific received info that the physician attempted to implant this right ventricular (rv) lead. It was noted the pt had experienced near syncopal episodes. The pt underwent a routine device change out procedure. While closing the pocket, the physician noticed there was loss of capture. The rv lead was found to be dislodged with only intermittent tissue contact. The physician requested another lead; however, was able to reposition with lead with no further complications. This lead was then discarded. No adverse pt effects were reported. As no further info concerning this report is expected, our investigation is complete. This investigation will be updated should further info be provided.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents accompanying this particular device. The mfg process for the device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the mfg process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device mfg.